Event description:
It was reported that a 56 yo female patient, initial right knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2023, approximately 4 years 5 months post the initial procedure. The patient was revised due to patella wear and the delamination of the tibial insert. The liner and patella were exchanged. There were no surgical delays or device breakages during the procedure. The patient was last known to be stable following the event. No x-rays or imaging was available. The product is not available for return as it was disposed of by the hospital. Device images were provided. No other patient information/medical history reported. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: 5737675 - 02-010-04-0325 - logic cr femoral por, right, sz 2.5 5679574 - 2-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t 5687943 - 200-02-35 - three peg patella 35mm 5967721 - 201-78-15 - holding pin mini sharp point 4 pk 5776339 - 201-78-81 - 3 trocar, mod. Hex 2pk 5440259 - 521-78-23 - threaded pin size 2.3 collared s011724 - 521-78-23 - threaded pin size 2.3 collared s017711 - 521-78-32 - threaded pin size 3.0 collarless 2029019123 ¿ (B)(6) - gps implant kit v2 6 additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear of the tibial insert secondary to instability and patient-related issues. Instability of the knee may have allowed for excessive posterior and medial contact leading to full-thickness wear of the polyethylene tibial insert. A contributing factor to the wear on the tibial insert may have been result of being packaged in a non-conforming vacuum bag for more than five years. There does not appear to be a wear issue with the explanted patella. However, this cannot be confirmed as the devices were not returned for evaluation.